Event description:
As reported from our sales representative, an edwards valve was explanted. The reason and implant duration was unknown. No additional information was provided. Despite repeated attempts to receive further information regarding the event, no additional information was received.

Manufacturer narrative:
Evaluation summary: the subject device was evaluated. Per evaluation, heavy calcification was observed in the cusp area of leaflet 3, moderate calcification was observed in the cusp area of leaflet 2 and minimal to moderate calcification was observed in the cusp area of leaflet 1. The free margin of leaflet 1 exhibited heavy calcification, free margin of leaflet 2 exhibited moderate to heavy calcification, and free margin of leaflet 3 exhibited minimal to moderate calcification. Minimal to moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 3 mm. Minimal to moderate host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 2 mm. Host tissue was moderate to heavy at the stent outflow and moderate at the stent inflow. Leaflet 3 had a tear at the free margin, near commissure 1, tear measured approx 4 mm in length. Calcification was observed near the region of the tear. Commissure 2 wireform was exposed on the outflow aspect. Approx 75% of the wireform was exposed on the inflow aspect. Sewing ring was also cut around the circumference of the valve. These damages are likely due to explant. The x-ray demonstrated calcification, commissure 1 wireform bent inward. The subject device was returned for evaluation. Based on the evaluation, the subject device was heavily calcified. A leaflet tear was also observed at the free margin. Calcification was observed near the region of the tear. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The device history record (DHR) review was not performed since there is no serial number was provided. Follow up for additional information is currently being made. A supplemental MDR will be submitted in the event that any new information is received. No further actions are possible with the available information.

Manufacturer narrative:
Based on the follow-up with the health-care provider (hcp), the explant was due to calcification. No other details provided. Despite repeated attempts, no additional information was provided by the hcp. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.